Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surgical technol. International 23:176¿180 (2016). (B)(4).

Event description:
Title: retrospective analysis of the outcome of the tvt -abbrevo; a one year follow up study. This retrospective study discussed about the outcome of the tvt-abbrevo (ethicon) at 1-year follow-up. 98 patients were included in the study and had a follow-up at 8 weeks, 6 months and 1 year. All patients had bladder/pressure flow study before the operation. Reported complications at 6-8 weeks follow-up included de novo voiding dysfunction (n=23); major bleeding (n=1); pain (n=7); erosion (n=5) complications at 6 months follow-up included de novo voiding dysfunction (n=5); pain (n=7); dyspareunia (n=7); erosion (n=6); complications at 1 year included de novo voiding dysfunction (n=5); groin pain (n=6); dyspareunia (n=7) and erosion (n=6) in which the tape needed to be removed. In conclusion, at 1 year follow up, tvt-abbrevo has a comparable success rate to the other suburetheral sling procedures however; there is comparable risk of groin pain and slightly increased risk erosion.